Manufacturer narrative:
(B)(4)

Event description:
It was reported that long charge time was observed on the device. Patient had presented to the hospital for unrelated reasons. Device remains implanted. Patient was stable before, during and after the event.